Manufacturer narrative:
Continuation of d10: product ID: envpro-16-us (lot: 0012338854); product type: 0195-heart valves; implant date: on (B)(6) 2025; explant date: on (B)(6) 2025. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement procedure, the valve was explanted due to an unknown reason. No further information was provided.

Manufacturer narrative:
Corrected data: regulatory report 2025587-2025-05299 was identified as a duplicate to this event and the information was merged into this regulatory report. Any additional information will be submitted with this regulatory number 2025587-2025-05208. Updated b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was recaptured 3 times due to anatomical calcification and compression of the valve. The valve was consistently not anchoring in the annulus, resulting in the valve frame failing to deploy. After the final recapture, the valve was stuck inside the capsule of the dcs and could not be removed. The system was withdrawn from the patient. It was noted that the patient had severe sinus adhesions and calcifications that contributed to the deployment issue. Additional information was received that during the valve implant, a pre-implant balloon dilation was performed with a 20 millimeter (mm) balloon. The deployment starting point was mid pig tail at in implant depth of 3 mm on the non-coronary cusp (ncc) and 5 mm on the left coronary cusp (lcc). After the valve dislodged aortic, the implant depth was 3 mm on the ncc and 5 mm on the lcc. A non-medtronic guidewire (cook extra stiff) was used during the procedure.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant; the valve frame was not able to fully deploy due to calcification.

Manufacturer narrative:
Updated data: b1. B5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that clarified previously reported information indicating that the valve was not explanted. The valve was recaptured and withdrawn from the patient because the valve failed to fully deploy.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: 0012338854); product type: 0195-heart valves; implant date: non-implantable device updated data: b5. Added second paragraph. H6. H11. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement procedure, the valve was explanted due to an unknown reason. No further information was provided. Additional information was received that the valve was explanted as the valve "failed to fully deploy". Additionally, regurgitation and stenosis may have contributed to the explant. No dislodgement occurred. After the first valve was explanted, a new valve was implanted successfully in the patient.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that confirmed that the frame of the valve could not be fully deployed resulting in moderate paravalvular leak (pvl). Per the physician, the patient's calcification in the sinus was too severe, which contributed to the event.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received via fedex in a sealed bag. The valve was returned loose inside the sealed bag without solution. The valve was received in a compressed state. All leaflets exhibited signs of desiccation yet were flexible and appeared intact. These conditions may be associated with the valve being out of solution for an unknown duration. Leaflet l1 was in the open position with leaflet l2 and leaflet l3 partially closed, showing a gap between the free margins. All commissures were intact. No damage, such as bends or kinks, was found on the frame. The valve was submerged in a warm (37°c) saline bath. A validated production inspection fixture (B)(4), evolutr frame fixture 29mm, was used to verify the frame size diameter. The inflow crowns appeared to touch the inner diameter of the black limit. Updated data: d9 h2 h3 h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.